Event description:
It was reported that the user experienced an occlusion alert followed by restart prompts and repeated ¿unable to proceed¿ messages during fill tubing, which persisted despite rewinding and a dry run, and resolved only after replacing all supplies including the cartridge and infusion set. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included temporary interruption of insulin delivery with use of backup therapy guidance and subsequent normal operation after a complete supply change. Investigation included guided troubleshooting, review of the user¿s supply-change technique, and education on contacting support prior to discarding supplies. Issue is resolved via troubleshooting and user continued to use the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.